Event description:
The user facility reported that water was leaking through the door of their 130 cart washer. The water spread out onto the floor to both sides of the washer. No injuries to procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found blown sump pump fuses. The technician repaired the unit, cleaned the sump, ran a test cycle and confirmed the unit to be operational. The steris technician stated that the user facility is not cleaning out the sump filter daily as instructed in the 130 cart washer operator manual. The sump and sump filters not being cleaned daily can cause fuses to blow on the component. The operator manual states, (pp.6-6), "daily-remove debris from bottom of sump and sump filters". The technician advised the user facility the importance of cleaning the debris from the bottom of the sump and sump filters on a daily basis.